Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent orif for transtrochanteric fracture with the blade and screws. The orthopedic surgeon thought that this was non-metastatic case, but he noticed that the head of the bone is retroflexed in the lateral view at the time of image preparation. He reviewed the CT but made a final determination that it was a simple transforaminal fracture and operation began. After nail and blade fixation, the orthopedic surgeon noticed a lot of bleeding from the transverse stopper skin incision, but he continued. However, when he started drilling for the locking screw hole, the bleeding was more than before, so he decided to stop and start to hemostasis. He started to search for the bleeding point by stuffing gauze and applying pressure, but the amount of bleeding kept increasing and he decided that he could not do it alone and called his superior. He tried to stop the bleeding at the possible site with his superior, but it kept turning out to be a different site. The anesthesiologist determined that the patient was losing too much blood and his blood pressure was at its limit, so the patient was given medication and a blood transfusion, and at the same time, he called another surgeon to help. (It will take one hour for the transfusion to arrive, so pressure will be applied to stop the bleeding until then.) While transfusing blood, they searched for the bleeding site, but time passed without being able to find it. The bleeding stopped about two hours later, when the surgeon who came to help became a cooperative surgeon. They closed the wound as it was without the locking screw and end cap. The surgery was completed with 240 minutes delay. The surgeon who came to help commented that he suspected an arterial injury and started looking for the site, but it turned out to be a venous injury, so it took a long time to stop the bleeding. There are no complaints or claims against the products from the surgeons. No further information is available. Concomitant device reported: unk - nails (part# unknown; lot# unknown; quantity: 1). This report is for one (1) unk - screws: trauma. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unk - screws: trauma lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.